Manufacturer narrative:
This case was assessed by merz north america as serious. The event of injection site injury was assessed as equivalently expected as needle mark whereas the event vascular occlusion was assessed as expected based on the currently valid us instructions for use leaflet of radiesse and possibly related to the treatment with radiesse. The reported discomfort, redness, numbness, tingling and lack of sensation on the right side of face were considered to be symptoms of the vascular occlusion. Off label use of device was coded only for formal reasons. Injections into the cheeks, pyriform and jawline are not approved indications for radiesse in us. Based on the information provided, this case was assessed as reportable to the FDA as the event of vascular occlusion was deemed to meet the serious injury criteria of required intervention to prevent permanent damage.

Event description:
Case description: this spontaneous report was received from a us physician and concerns a female patient. The patient was injected with a total of 2 ml of radiesse into the cheeks, pyriform and jawline (off label use of device), on (B)(6) 2025. The physician believed that radiesse was injected in a bolus at the periosteal level, but it was not confirmed. In (B)(6) 2025, after the radiesse injection, the patient experienced injury in the infraorbital nerve and occlusion of the infraorbital vein, discomfort, redness, numbness, tingling, and lack of sensation on the right side of her face, specifically in the lower cheek and nasolabial area. On (B)(6) 2025, the patient called complaining of the events. On (B)(6) 2025, the patient was treated with 3 vials of hylenex. On (B)(6) 2025, in the morning, the patient was treated with another 2 vials of hylenex and 3 ml of saline. On the same day, at night, the patient was still symptomatic. She received 6 ml of sterile water, another 2 vials of hylenex in the area, and a prescription (reported as rx) for a medrol dose pack. A facial ultrasound was scheduled for (B)(6) 2025 (reported as today). The outcome of the events was unknown.